Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a flexiva 365 laser fiber was used during a ureteroscopy procedure in the ureter performed on (B)(6) 2015. Reportedly, the laser unit used was a dornier machine. According to the complainant, during the procedure and inside the patient, they noted that the laser fiber would not conduct energy. The laser was restarted and the fiber was removed and reinstalled, but the same issue was noted. The procedure was completed with another flexiva 365 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber was broken within the connector.

Manufacturer narrative:
(B)(4) for the evaluation findings of fiber broken within the connector. The lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined, however, it was reported that the device was not used past expiry date. Investigation results: one flexiva 365 laser fiber was received for analysis. Visual examination of the returned laser fiber revealed that the exposed glass tip measured 3.5mm and appeared used. A black shadow was observed on the outer edge of the fiber face within the sub miniature-a (sma) connector. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser unit. The aiming beam exiting the distal end of the device was round and weak. Effective transmission measures 12.8%. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context.